Event description:
Patient had five hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, (index values = 0.9, 0.94, 1.15, 1.39, and 1.56), followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Reference reports mw5116642, mw5116643, mw5116645, mw5116646.